Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 49, 186, 245, and 196 mg/dl within 10 minutes, with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.